Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported infusing at lower rate which was reproduced through troubleshooting of the device. A review of the event history log identified infusing at lower rate. The cause was determined to be failed plate travel which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that was infusing at lower rate. There was no known patient injury or medical intervention associated with this event. No additional information is available.